Manufacturer narrative:
Concomitant medical products: 6945-65 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing intermittent diaphragmatic stimulation from the left ventricular lead the evening after the procedure. Reprogramming of the vectors was done the next day. The patient continued to have intermittent stimulation after the reprogramming, but it was greatly improved. There was no further programming that could done and the lead was programmed off. The lead was subsequently capped and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.